Manufacturer narrative:
The fracture surface clearly corresponds to a torsional fracture due to application of excessive torque. Presumably the screw tip reached the second cortical layer and met with increased resistance since the drill hole was not deep enough. Ultimately this led to excessive torque and fracturing of the screw. No similar issues have been reported in the past. Despite repeated attempts it has not been possible to obtain more information regarding the event, particularly its date and the results of surgery, if performed. Should more information become available, a follow-up report will be submitted.

Event description:
Before setting the screw the doctor drilled the bone to prepare for insertion. The screw broke at a depth of 4.6 mm during the screwing process. According to the doctor, the screw tip remains in the patient's jaw and surgery will be necessary to remove the device fragment. (Device 1 of 2).